Manufacturer narrative:
Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer, sorin group deutschland learned that the unit has been removed from service. The device was placed outside the operating room during use. The customer reported that the unit was cleaned but the water samples taken following the disinfection cycle continued to show ntm contamination. The customer plans to return the device to sorin group (B)(4) for deep disinfection. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for nontuberculous mycobacterium (ntm) during maintenance. The customer reported that water changes and disinfection cycles are performed regularly. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The device was returned to livanova deutschland to undergo deep disinfection. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) has initiated a CAPA project to investigate this type of issue.